Manufacturer narrative:
Although requested, the device was not returned for evaluation. A review of the device history record did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.

Event description:
Reportedly, the lens optic was cracked during lens implantation. The incision was enlarged to remove the lens, and sutures were required to complete the surgery. There was a delay of surgery lasting 10 minutes. Additional information has been requested and not received.

Manufacturer narrative:
Device was returned and evaluated. Device evaluation found a long scratch at the center of the optic. Based on the available information, user-related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have caused or contributed to the event.